Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the oral tracheal intubation was connected to the ventilator for assisted ventilation. Before intubation, the cuff was checked and it was unobstructed. About two hours after the intubation, the cuff was found to be leaking. After the extubation, the catheter was replaced and a second oral tracheal intubation was performed. Patient was reintubated and had no injuries.